Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter, between sheath and catheter and within the inner lumen. A kink was observed on the catheter approximately 76.2 cm from the iab tip. The pressure tubing and the three-way stopcock were returned. The inner lumen was found to be occluded. The occlusion was unable to be cleared. A sensor output test was performed, and the sensor was found to be within specification an underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, and pressure tubing was performed and no leaks were detected. The reported events cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Additional initial reporter name & occupation - (B)(6), ICU nurse. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that within 1 hour of intra-aortic balloon (iab) therapy, there was an "unable to calibrate iab optical sensor" message. This occurred after the patient arrived from the cath lab. The inner lumen was transduced to use as a pressure source. The iab was in use for 48 hours. There was no patient harm or adverse event reported.